Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that there was a screw breakage which lead to a construct failure. This complaint involves one part. Concomitant parts reported: 4x 04.628.101 lot. Unk + 4x 04.628.103 lot. Unk + 2x 04.627.120 lot. Unk + 2x 04.659.090 lot unk. + 2x 04.627.135 lot. Unk. This report is for 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: two mis schanz screws and two mis fracture clamps were returned. The two mis fracture clamp are in good condition and shows no damages or breakages. The visual investigation of the two screws has shown that the front parts of the screws are broken off. The broken parts were not received for evaluation. Due to the fact, that we have not received the lot numbers of the broken screws, we are not able to provide an investigation or a device history review of the broken parts. We have also received the information from the patient, that a destructive investigation is not allowed. Without the necessary information we are not able to do an investigation. We are not able to define the root cause which has led to the breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient suffered a compression fracture of the l1 vertebra after a fall on (B)(6) 2015. On (B)(6) 2015 the patient had a transpedicular screw fixation of the th12-l2 vertebrae, reclination of the fracture of the l1 vertebra procedure. On discharge the patient complained of pain in the lumbar region, but her general condition was reported as satisfactory. In (B)(6) 2016, the patient noticed intense pain in the lumbar region becoming more intense while changing body position and moving. A CT scan from (B)(6) 2016 showed fractures of the screws fixating the system in the th12 vertebra. On (B)(6) 2016 the patient underwent a procedure to remove the transpedicular screws at the th12-l2 level. As a result of treatment, the patient's condition improved. Pain relief and improvement of sensory disorders were observed. When the devices were returned to the manufacturer, it was noted that there were two broken screws. This is report 1 of 2 for (B)(4).